Manufacturer narrative:
(B)(4).

Event description:
During implant of a lead, the introducer kit that was used was past the use by date. The implant date was (B)(6), 2011. The expiration date of the kit was (B)(6), 2011. No pt event was reported. Additional info was requested and is being evaluated.